Event description:
Procedure: urological. According to the reporter: the pt's attorney has alleged a deficiency against the device. The product was used for therapeutic treatment. Bard dermal allograft was reported to be used/implanted during the same procedure. Additional info from importer report: additional info has been requested, but not yet received. Associated MDR: 1018233-2012-02085.

Manufacturer narrative:
(B)(4). Additional info from importer report: common device name: ftl; (B)(4). (B)(6).